Event description:
This report is for one (1) 11mm/125 deg ti cann tfna 200mm - sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø11 125° l200 timo15 was observed signs of wear which could have been a result of attempt of implantation. The prong of the lock prong assembly was observed deformed and broken at the tip. Fragment was not received in the evidence provided. No other issues were identified. A dimensional inspection for the tfna fem nail ø11 125° l200 timo15 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 125° l200 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: monument, manufacturing date: 05-mar-2020, expiration date: 01-feb-2030, part number: 04.037.113s, 11mm/125 deg ti cann tfna 200mm - sterile, lot number: 45p6775 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 40p8797 qty 5 / 43p0174 qty 1, lot quantity:(B)(4). Production order travelers met all inspection acceptance criteria. Inspection sheets, met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: 23p9304 qty 5 / 23p9302 qty 1 , lot quantity: (B)(4). Production order travelers met all inspection acceptance criteria. Inspection sheets, incoming final inspection, met all inspection acceptance criteria. Material certificates and certificates of conformance and quality history cards dated 16-jan-2020 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 5l93161 qty 5 / 5l93152 qty 1 lot quantity: (B)(4). Production order travelers met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 28p8565 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report dated 10-sep-2019 was reviewed and determined to be conforming. Lot summary report dated 20-nov-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in france as follows: it was reported that during a procedure on (B)(6) 2023 the cephalic element locking mechanism of trochanteric fixation nail- advanced (tfna) ruptured. The nail was removed immediately during the procedure. The surgery was completed successfully with the competitor's nail. There was longer than normal intervention. There was no patient consequence. This report is for an unknown tfna nail. This is report 1 of 1 for complaint (B)(4).